Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was opened. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was opened. A field service engineer instructed the customer on how to recover or eject the pocket. The fse then remoted in and confirmed that the issue had been recovered. The system functioned as intended after the field service engineer instructed the customer in troubleshooting the device.